Manufacturer narrative:
Corrected data: issue occurred while testing. There was no patient present at the time of the event.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery testing: this showed the device met with specifications. The reported issue could not be confirmed during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy (-11.30%). No adverse effects were reported.